Manufacturer narrative:
Summary of evaluation: the luhr cortical screws can not be evaluated as they have not been returned to howmedica but rather have been discarded by the hosp. A review of the device history records can not be performed because their lot codes are unk. The information provided is insufficient to determine whether this event is device related.